Event description:
It was reported that pt has discomfort periodically, she is unsure of when the problems started exactly. She reports that she feels discomfort when she sits for too long. She states that her blood work show elevated levels. Her MRI was done one week ago. She has met with surgeon and she reports to have fluid build up. She will need a revision surgery to remove stem only.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.